Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va1hx07, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for essential tremors and movement disorders. The rep reported that the patient sent a picture of their scalp incision on (B)(6) 2017, which showed puss draining at the incision site of the burr hole. The rep reported that the patient was using neosporin and bacitracin, but it continued to look infected. The rep reported that the hcp instructed the patient to come in through the emergency room today to have the device explanted. No device issues were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3708660 serial# (B)(4) product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the cause of the infection was possibly due to a spit stitch. The system was explanted and the wound was cleaned out.